Event description:
Following deployment of an angio-seal device, the pt experienced pain and decreased blood flow in the leg. The pt's symptoms improved without intervention. The pt expired later (date unknown) due to complications unrelated to the angio-seal device. The hosp staff indicated the physician did not perform a preplacement angiogram prior to deployment per the instructions for use. A search of the angio-seal certification database revealed no documentation for this physician on this iteration of the device. The physician was unwilling to provide additional info regarding this event.